Event description:
The physician was using a complete self expanding (se) peripheral stent. It is reported that during removal of the delivery system the tip got caught in the stent. There was no patient injury or clinical sequelae reported.

Manufacturer narrative:
(B)(4). Results: root cause undetermined limited information available and device not received for evaluation.